Event description:
During the check before use in a cardiopulmonary bypass procedure, it was reported that the pressure monitoring line was found to be occluded. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.